Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a loss of aspiration occurred. During a thrombectomy procedure the physician selected a angiojet® zelantedvt¿ for use. After 87 seconds of use the catheter shut down and quit sucking. Attempts were made to restart the catheter but were unsuccessful. The procedure was completed with another zelante, and it worked fine. No complications were reported and the patient was fine.